Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a right inguinal hernia. It was reported that after implant, the patient experienced migration, recurring hernia, severe abdominal pain, right groin pain with slight bulge, hard knot and swelling at right thigh incision, and mesh with slight tear. Post-operative patient treatment included revision surgery.